Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Needle deployment and suture retrieval were successful. The reported issue of the needle handle being pulled out and the suture knot lock not being made could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device, with an 8fr sheath after an unspecified procedure. Reportedly, when the needle handle pull out "does not make suture knot lock". Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician has been trained in the use of the proglide device. No additional information was provided.